Event description:
Patient was implanted with tfn nail on an unknown date, three weeks prior to the explant date ((B)(6) 2012). Three weeks post implantation, the patient was returned to the or on (B)(6) 2012 for removal of tfn nail due to patient infection. Reportedly patients infections included (B)(6) and bladder infection. The surgeon removed the nail to prevent infection at the implant site. Reportedly healing of the fracture is not complete.

Manufacturer narrative:
Device was used for treatment. It was reported three weeks post implantation, patient was returned to the or ((B)(6) 2012) for tfn nail removal. Date of implant is approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.